Manufacturer narrative:
The lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the shock impedance measurements. The values were high and out of range within the last year. A synchronous high voltage impedance test was going to be performed, but no date has been set. No adverse patient effects were reported. The lead remains implanted.